Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was identified. A technical support specialist (tss) dialed into server and reviewed patient details and configuration in patient encounter system, identifying two vids under the same mrn, including one with a future admission date. It was determined that the original visit became inactive due to lack of admit discharge transfer (adt) updates and exceeded the configured auto-discharge threshold, resulting in expected system auto-discharge behavior, while the future-dated visit was not considered active. The customer was advised to coordinate with the adt team to resend the a01 admit message to re-establish the patient in pyxis. Later, customer followed up stating patients were still being auto discharged; upon review, it was confirmed that prior findings had been shared via email, which located in spam folder. Customer was advised to verify and align the auto-discharge duration settings across devices and acknowledged the guidance. Further follow-up with pharmacy confirmed customer was not currently available, no active pyxis issues were reported, and the site would reach out if needed. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single patient was automatically discharged, and two different vids were identified for the same mrn. One of the vids reflected a future date. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.